Event description:
It was reported that an ilet user experienced low blood glucose while on pump therapy following evening hyperglycemia with automated corrections, overnight downward trends, and user behaviors of overcorrecting lows and using meal announcements as correction. Investigation included customer interview, troubleshooting, review of pump data, and user education with additional training scheduled. Further investigation of this case revealed user-related factors, including overcorrection of lows and use of meal announcements to reduce glucose, which likely contributed to the event. There was no user reported clinical symptoms associated to hypoglycemia. Outcomes included self-treatment with oral carbohydrates and subsequent stabilization of blood glucose, with a later check-in noting a glucose value in the hyperglycemic range. It was concluded that, based on previously established findings for similar reports, the device functioned as designed and that user technique and behaviors likely contributed to the reported hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.